Manufacturer narrative:
(B)(4). Date sent: 05/20/2021. D4: batch # u5dj0z. H6: component code = others (g07). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: squeezing the firing trigger exposes the knife. Engage the red safety prior to removing the washer and tissue donuts from within the circular knife. Do not re-squeeze the firing trigger as this may damage the anastomosis. After the firing stroke is completed, release the firing trigger, allowing it to return to its original position, and re-engage the safety. To reset the safety, pull the firing trigger back to its original position, if necessary. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid resection, the circular stapler failed during stapling, it did not staple the entire structure, with stapling failure occurring, even after several attempts, making it impossible to perform its function, this fact directly impacted the surgical procedure that had to be changed and the suture was done by hand. There were no patient consequences. There was no delay to the procedure. The procedure was successfully completed with no fragments generated. There was no additional medical intervention required. The patient was not part of a clinical study.